Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an ischemic stroke. A CT scan showed a moderate sized acute to early subacute nonhemorrhagic infarct in the right middle cerebral artery. No additional information was provided.